Event description:
The following was reported to davol by the pt's attorney: in 2006 - the pt was implanted with a composix kugel hernia patching during an incisional hernia repair. In 2011 - the composix kugel hernia patch was removed, at which time surgery revealed a failed patch which deformed and migrated causing scarring and injury. The attorney's reported alleges permanent injury, defective mesh, migration, pain, bowel injury, scarring.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. The attorney alleges that two composix kugel hernia patches were implanted in the pt. We have contacted the initial rptr to request add'l info and to request the initial rptr to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00658 for info related to the second composix kugel mesh implanted in 2006.